Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis. The broken pieces were not returned, measuring roughly 0.1715 x 0.1825¿ in sizes. Clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did show damage. Both grip and pitch cables were derailed. Additional observation found related to the reported complaint states that the instrument had a derailed grip cable at the distal end. This was caused by the broken proximal clevis. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) instrument was placed into the patient, and it was realized that the end of the instrument was broken. The procedure was completed with no reported injury.